Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that several needles were clogged, and one needle had detached from its corresponding syringe. To support the investigation, five samples were provided without plastic shields or packaging. A visual inspection revealed that the top portion of each needle was bent approximately 30 degrees, while the remainder of the needle appeared to be in good condition. Each sample was assembled with a syringe containing saline solution. No leakage was observed at the interface between the syringe and needle hub or in any other area. However, the solution could not be expelled, confirming that the needles were clogged. A review of the device history records was conducted for material number 302890, covering lots 3052475, 3198060, and 3081900. The review did not identify any quality issues during the production of these lots that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. Based on the analysis of the returned samples, the reported issue of clogged needles has been confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 30ga 7/8in bsg clear hub had a syringe needle connectivity issue. The following information was provided by the initial reporter: material: 302890 batch#: 3052475, 3198060, 3081900. Verbatim: rcc received a complaint via email. Email(s) attached our xx department has asked that I communicate the ongoing issues we have observed and received with pn 302890. Over the last 2 years, we have received multiple complaints regarding this product being clogged. In mid-2024, we submitted two open complaints to your team regarding this issue (reference numbers (B)(4)), at a time when we had only three customer complaints. Additional information received on 23-sep-2025: lot number is 3081900, sorry about the typo most cases they realized the needle was clogged and got another one to do the procedure. We did have one customer tell us that the needle did remove itself from the syringe.